Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 6 kept failing and clicking. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the tower door 6 kept failing and clicking. A field service engineer (fse) had gone to the double tower and had verified that all micro switches had conductive grease applied. Fse had tightened the electrical connections at the micro switches and had reconnected all the harnesses at the control board. Fse had then verified proper operation using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.